Event description:
Report received that the device did not alarm for air in line. During routine preventative maintenance testing, the device did not pass air in line testing. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional information was provided.